Manufacturer narrative:
No patient information and no radiographs were provided to confirm the event. No information has been received that could identify the prosthesis in question. The device has not been returned and no investigation related to this device can be completed. No manufacturing non-conformances have been identified for the product family. The root cause of this reported event is unknown. Labeling review: "risks associated with implants in the spine, including the pcm cervical disc device, are: early or late loosening of the components; disassembly; bending or breakage of any or all of the components; implant migration; malpositioning of the implant; loss of purchase; sizing issues with components; anatomical or technical difficulties..." Device not received.

Event description:
On (B)(6) 2017 a patient underwent surgery to remove a prosthetic device. The implant appeared to be backing out. No other information has been provided. No patient injury has been reported.